Event description:
It was reported that a minimum fill notification occurred when the customer attempted to load a new cartridge with insulin. The customer did not provide information on whether their blood glucose level exceeded 500 mg/dl. There was no indication of adverse impact on the customer's blood glucose level. The customer addressed the issue by adding more insulin to the cartridge and successfully loading it with a little over 100 units of insulin, ensuring the usable insulin was greater than 50 units. No further information was supplied regarding the outcome of the event.